Manufacturer narrative:
Additional information received indicates that the device is not available for return, therefore no product investigation can be performed, and the customer complaint cannot be confirmed. Manufacturing record evaluation (mre) cannot be conducted because no lot number was provided by the customer. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) procedure with an unknown pentaray nav high-density mapping catheter. The patient experienced a pleural effusion. During the procedure, the physician noticed that there was low blood pressure with a narrow pulse pressure developing on the patient. The physician was using intracardiac echocardiography (ice) to see if there was a pericardial effusion and they did not observe any significant changes. Upon using fluoroscopy, they observed that the right lung had dropped and there was blood in the lung field. They stated the physician confirmed the injury was a hemopneumothorax injury. The patient had a chest tube inserted and 4 liters of blood was removed from the patient. At this point, the patient had stabilized and was sent to the surgical unit. The physician was unsure of how the injury may have happened. Multiple attempts have been made to obtain clarification to this complaint. However, no further information has been made available.